Manufacturer narrative:
(B)(4). Eval, results: endoleak, arterial trauma/dissection/perforation; inaccurate delivery of the device, aggressive ballooning; another MFR's balloon. Conclusion: inaccurate delivery of the device, aggressive ballooning; another MFR's balloon.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The aortic neck was 22-25 mm in diameter, 30 mm long, moderately angulated, and had mild thrombus. The iliac arteries had mild calcification and were aneurysmal. It was reported that during the deployment of the main talent body, the stent graft slipped distally about 1 cm below the renal arteries, resulting in a proximal type I endoleak; the inaccurate delivery seemed to be due to user technique rather than the anatomy. The physician elected to intervene by placing a talent cuff proximally (MFR report # 2953200-2010-01959); however, the endoleak did not resolve. The physician was ballooning aggressively with another MFR's balloon entirely inside the cuff, and then the aorta ruptured. The ballooning was likely pressing against some of the bare springs of the bifurcated graft via the cuff. The physician elected to implant two more talent cuffs proximally, and one of them (MFR report # 2953200-2010-01960) was placed to intentionally cover the left renal artery in order to get a good seal. No further intervention was done, and the right renal was patent. No add'l clinical sequelae were reported, and the patient is fine.